Manufacturer narrative:
Additional information was received that the physician did not think that the patient's pancreas issue was device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an area right over his internal pulse generator which appeared to be forming a pressure ulcer that had not eroded all the way through the skin, it did not looked infected but just looked to be a pressure ulcer. It was also reported that the patient had not been able to tolerate in using the system as it had always flared up the pancreas and seemed the more the system runs, the more hospitalization for pancreatitis the patient had. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had an area right over his internal pulse generator which appeared to be forming a pressure ulcer that had not eroded all the way through the skin, it did not looked infected but just looked to be a pressure ulcer. It was also reported that the patient had not been able to tolerate in using the system as it had always flared up the pancreas and seemed the more the system runs, the more hospitalization for pancreatitis the patient had. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.